Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed a systemic staphylococcus infection and became septic. The source of the original infection is suspected to be the pocket. The device and lead were removed. No further patient complications have been reported as a result of this event.